Manufacturer narrative:
The reported speedstitch device, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was established. From the information provided, ¿device was not working during a procedure.¿ customer¿s complaint was confirmed. Visual evaluation shows the device handle missing one screw and the spring is coming out of the silver clamp lever. The barrel is completely loose, not attached to the handle. Functional evaluation is not possible due to the device severe damage. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: (1) excessive force (2) expected wear and tear. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The instruction for use states: as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on this instrument. Excessive force can result in failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the device was not working during a procedure. There was no delay or patient injuries but, it is unknown how the procedure was finished since no backup device was available to complete it. Attempts were made to retrieve further information but no response has been received from the complainant.